Manufacturer narrative:
H11: h6 code of insufficient information used for current of injury complaint on right atrial lead.

Event description:
It was reported that the patient presented in clinic due to symptoms of discomfort following phrenic nerve stimulation delivered by their right atrial (ra) lead. A device interrogation was performed and revealed that their ra lead exhibited failure to capture and their right ventricular (rv) lead exhibited low sensing. Fluoroscopy was performed and revealed both the ra and rv leads were dislodged. During repositioning procedure, it was noted that rv lead was entangled in cardiac tissue and the helix was stuck. It was also noted that the ra lead was unable to be repositioned because it had a small current of injury and was found to be twisted and entangled with cardiac tissue. The ra and rv leads were explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, ¿lead body twisted¿ and extra cardiac stimulation. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood and tissue. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of ¿lead body twisted¿ was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies.